Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a contrast pet scan and subsequent reconnection to the pump, the user experienced fluctuating glucose levels, including hyperglycemia up to 314 mg/dl for about 8 hours and a brief hypoglycemic episode to 65 mg/dl; a fingerstick of 78 mg/dl was within 20 percent of a sensor reading of 73 mg/dl, and education on sensor versus fingerstick accuracy and when to call was provided. Symptoms included abdominal pain and headache during the hyperglycemic period and headache during the hypoglycemic episode. Outcomes included self-treatment of the low with 4 ounces of orange juice and food, with no professional medical intervention, no assistance required, and no ketone testing. Investigation included complaint intake review, triage, and user education on glucose fluctuations after pump disconnection and reconnection. Investigation of this case revealed no device malfunction reported, no unresolved alerts, and effective user corrective action with return to range, consistent with physiological glucose variability after imaging and pump reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.